Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01674. (B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi) and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure was performed. The target lesion was located in the distal left circumflex (lcx) with 99% restenosis of unspecified bare metal stent (bms) and was 18 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stent placement using a 2.25 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid left anterior descending (lad) with 99% restenosis of unspecified bms and was 14 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with direct stent placement using a 2.25 x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented due to chest pain and was hospitalized on the same day. Coronary angiography was performed. The 85% isr of the study stent located in mid lad was treated with placement of a 2.5 x 32.0 mm ion stent. Following post dilatation, residual stenosis was 0%. Additionally, the 80% isr of the promus element drug eluting stent (implanted in july 2013) located in ramus was treated with placement of a 2.5 x 16.0 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.